Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, excessive tissue was noted on the right ventricular (rv) lead tip which was unable to be removed. The rv lead could no longer be fixed. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.